Event description:
Report received of a leak chemotherapy. The customer reported that an unspecified amount of an unspecified chemotherapy agent leaked at the "filter". It was reported that there were no adverse pt effects. Multiple unsuccessful attempts have been made to obtain additional info.